Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door latch. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self testing were performed. The broken door latch was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.